Manufacturer narrative:
Inratio precision data provided by end-user: date - 2008, 1st-inratio - 4.6, 2nd-inratio - 1.0. Inratio meter: mean - 2.8, sd - 2.5, %cv - 90.9. The 90.9% cv is more than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when meter is return. The patient had insufficient sample applied. Hence, possible user technique has occurred. No corrective action is required as no product deficiency was established. As of 2009, the meter is not expected to return. Hence, no further investigation will be required.

Event description:
Caller alleged discrepant results. Results as follows: date - 2008, 1st-inratio - 4.6, 2nd-inratio - 1.0.